Event description:
Pt reported that wach of the gammagard infusions ran faster than usual using the freedom 60 pump. Typically each of the 3-60 ml syringes infuse over 30 mins (calculated at 1hr 30mins) but the last infusion, each of the 60 ml syringes infused over only 18 mins and then an other at 8 mins. Pt stated she did not experience any adverse effects as a result.